Event description:
It was reported through a svc report that the breakaway head section will not lock. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Breakaway head section.